Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2004 at an unnamed hospital in (B)(6)." It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Evaluation - no information regarding the event. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2004 at an unnamed hospital in (B)(6)." It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 24apr2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2004 via the right internal jugular vein due to combination deep vein thrombosis (dvt) and pulmonary embolism (pe). Pt. Is alleging device is unable to be retrieved and embedment. Additionally, pt. Alleges deep vein thrombosis after implant, anxiety, mental anguish and stress. There were alleged unsuccessful percutaneous and complex retrieval attempts on (B)(6) 2005.

Event description:
Per the (B)(6) 2018, computed tomography abdomen without contrast: "findings: with regard to the inferior vena cava filter, it is positioned high in the abdomen. Tip projects at the level of the diaphragmatic hiatus. Apparatus is tilted so that its tip abuts the left posterolateral wall of the inferior vena cava. I do not identify evidence of perforation. 4 struts are apparent which did not appear bent".

Manufacturer narrative:
H6-device codes: appropriate term/code not available (3191): tilt- not listed in IFU; appropriate term/code not available (3191): abuts- not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Additional information: investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "unable to retrieve, embedded, anxiety, mental anguish, stress, dvt (deep vein thrombosis), tilt, abuts ivc (inferior vena cava)." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported anxiety, mental anguish and stress are directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported dvt and abuts ivc are directly related to the filter and unable to identify a corresponding failure mode at this time. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, unable to retrieve (emb'd), anxiety, mental anguish and stress, dvt'. Cook will reopen its investigation after further information concerning alleged patient sufferings is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety, mental anguish and stress are directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava

Event description:
No additional information provided at this time.